Manufacturer narrative:
(B)(4).

Event description:
It was reported that after insertion of the iab, blood was noted in the helium pathway. As a result, the iab was removed and a 2nd iab was inserted in the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for iab blood in helium pathway was confirmed upon the investigation of the returned sample. The customer returned a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box for investigation that matched the serial number on the returned sample (inp-2, inp-3). Upon return, the iabc bladder was noted withdrawn through the saf sheath; the sheath was noted on the iabc bladder membrane and covering the iabc distal tip (inp-6, inp-8). The proximal end of the sheath was noted at approximately 73cm from the iabc luer; fluid/liquid blood was noted within the sheath sidearm (inp-6). The one-way valve was tethered to the short driveline tubing (inp-7). The exposed portion of the bladder was fully unwrapped (inp-9). The iabc was noted with a "u" shaped bend and multiple bends were visible within the iabc bladder (inp-6, inp-9). Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was also noted within the iabc helium pathway. Since the iabc bladder was noted withdrawn through the sheath, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0069in-0.0075in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the sheath was carefully removed from the bladder and iabc with some force required. The bladder was noted bunched up around the distal tip; however, no obvious damage was noted to the bladder (anp-1). An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The blockage was unable to be cleared. The iabc was leak tested using in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane (anp-2). Under microscopic inspection, a puncture on the iabc bladder, consistent with contact from a sharp object, was noted at approximately 2.6cm from the iabc distal tip (anp-3, anp-4). No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and the guidewire could not advance at approximately 12cm from the iabc distal tip due to a b locked central lumen. Some blood was noted on the guidewire. The central lumen was likely blocked by dried blood. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 13.6cm, 33.5cm, and 71.3cm from the iabc luer. The guidew ire could not advance at approximately 73.5cm from the iabc luer due to the blocked central lumen. Blood was noted on the guidewire. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the sheath. This indicated that the user did not follow the instructions for use (IFU). As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is undetermined. The most probable potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that after insertion of the iab, blood was noted in the helium pathway. As a result, the iab was removed and a 2nd iab was inserted in the same insertion site. No patient harm or injury. The patient status is reported as "fine".